Event description:
It was reported that the patient¿s battery ¿wore out too soon¿ so they had it replaced. They health care provider (hcp) noted they had high energy usage.

Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 3 7752, serial# (B)(4), product type: recharger; product ID 3776-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).